Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and that insulin squirted out during the manual prime. The customer's blood glucose was 245 mg/dl. The customer stated that she tried another set, but the issue recurred. She stated that she was able to give herself insulin but only had 3 units left, which was why she changed the set. She stated that when she pressed the drive support cap, the device seemed to be working and did not squirt insulin out. She noted that the device had been dropped 2 days prior, the screen went blank, and so she changed the battery. She declined troubleshooting for the blank display. She was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted on the isolation tape. The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube and tube lip and window, cracked battery tube threads and minor scratches on the display window.